Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's hip was revised due to disassociation of the head from the stem. The presence of trunnionosis and metallosis was reported, and the head had bored through the liner.